Manufacturer narrative:
No button error alarm was found during testing. The insulin pump had unresponsive up button due to moisture damage keypad traces. No unexpected numbers ramping/scrolling found during testing. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that they received motor error alarm, button error alarm and the top button on the insulin pump was not working. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.